Manufacturer narrative:
Evaluation results: two adult tracheostomy tubes was returned for investigation. One of the two devices had a large split/cut in the cuff. Using a leak test procedure, 15 cc of air was applied to the other device and a leak was detected on the cuff. Using magnification a hole was found in the cuff and the area appeared to be abraded/damaged. Further examination showed that both cuffs had the abrasion in the same location on the cuffs most likely caused by the patients anatomy. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No corrective actions are planned at this time.

Event description:
Information was received that the cuffs blew out on a smiths medical tracheotomy tube.